Event description:
The customer reported that a split line box was appearing in the center of the images. No information was provided regarding what image types (color, red-free, fluorescein angiography) were affected. The customer did not state that the fluorescein imaging was repeated. However, if the problem occurred during the fluorescein imaging portion of the exam, the technician may have rescheduled the exam. A rescheduled exam would have involved a repeat injection of fluorescein.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender information was not provided. (B)(4). The product was repaired at the customer site. The service representative replaced the split line motor. He cleaned and checked the entire system. The dealer (ois) needs to adjust the shutter speed from 30 to 60, and also change the iso from 400 to 1000 or 1600. (B)(4).